Event description:
Customer called to report vacuum error issues as well as a leak on the workbench of the coulter ac.t diff2 analyzer. The customer technical specialist (cts) scheduled a service call for onsite inspection of the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument and found that the rbc (red blood cell) and wbc (white blood cell) baths overflowed because liquid flowed into the vacuum system, which then caused vacuum errors. The fse removed moisture from the vacuum system and adjusted the vacuum setting to address the issue. The fse verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. (B)(4).